Event description:
It was reported that the patient had controller fault alarms while on a normal/grounded cable and immediately switched to battery power. The system controller was exchanged. It was then communicated on (B)(6) 2023 that the patient was admitted to the hospital for 3-4 pump stops, and the team was suspecting potential phase to phase shield breakdown. The patient was stable and connected to an ungrounded cable. The patient ultimately underwent a heartmate 2 to heartmate 2 exchange.system controller MFR 2916596-2023-07937.

Manufacturer narrative:
The history of short to shield related MFR 2916596-2020-00692. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided with the final investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop events while the patient was connected to battery power indicating a potential driveline issue. Although the evaluation of the returned heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed a breach in both the red and orange wires (phase 3), the entire driveline was not returned for evaluation. Therefore, a phase-to-phase short could not be confirmed. The pump, vad-17387, was returned assembled with the driveline severed approximately 1.5¿ from the nipple housing. Approximately 8¿ of a midsection of the driveline was also returned. The distal end of the driveline was not returned with the pump. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), outflow graft, outflow graft bend relief, the bend relief collar, and the apical sewing ring were not returned for evaluation. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the submitted log files confirmed that the pump was functioning as intended until (B)(6) 2023 when multiple low speed operation events and pump stops were recorded while the patient was connected to batteries. This type of behavior appeared to be indicative of a potential driveline issue. The driveline was tested for electrical continuity in the condition that it was received and revealed that all wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the outer jacket, it was noted that the underlying layers were unremarkable. These layers were carefully removed to further examine the wires. Visual examination of the wires under the microscope revealed a breach in the red wire (phase 3) approximately 0.25¿ from the pump's nipple housing. The remaining wires appeared unremarkable during visual inspection under the microscope. All wires were then submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. This test revealed a breach in the orange wire (phase 3), also adjacent to the nipple housing. The mid-section of the driveline was unremarkable. Of note, the entire driveline was not returned for evaluation, therefore any additional damage to these wires, or wires in another phase could not be determined through this evaluation. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Due to the confirmation of internal driveline wire damage, no further evaluation was performed and vad-17387 was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for vad-17387 and the driveline serial number 39185 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm ii patient handbook, rev. C, are currently available. Section 6, ¿patient care and management¿, addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears. This section states that the driveline should never be severely bent or kinked. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms and the appropriate actions associated with them. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The patient handbook contains a section on "caring for the driveline." Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such event. No further information was provided. The manufacturer is closing the file on this event.